Event description:
It was reported that there was oversensing of noise, short non-sustained ventricular tachycardia (nsvt), and short interval counts (sic) indicator was greater than 300. The pace/sense portion of the lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 crdm non-defib lead, implanted: (B)(6) 2001. (B)(4).